Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb and pacer pcb assemblies. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed pacer pcb assembly and determined that the cause of the reported issue was due to a shorted capacitor, designator c61.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.